Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found motor gear train anomalies. There was corrosion, lubrication, and wear, as well as a stall due to shaft-bearing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) and a manufacturing representative. The indications for the procedure included the patient having severe spasticity, which was medical refractory. His pump had provided him with significant relief. The patient was recently evaluated by his hcp because his symptoms worsened. When the pump was interrogated, it was found to be giving error alerts stating that there was a motor stall. The operative note stated that a motor stall was confirmed with the pump. Therefore, the patient was admitted to the hospital and agreed to proceed with surgical intervention. The patient¿s prior surgical scar was identified on his left abdomen. The scar tissue was dissected away from the pump, and all adhesions were lysed with the use of bovie electrocautery. The catheter was examined for any defects and was shown to have none. Upon disconnection of the intrathecal catheter from the pump device, there was a spontaneous flow of fluid out of the intrathecal catheter, and the catheter system and the pump seemed to be intact. The pocket was made larger and deeper as the patient showed signs of hardware erosion through his skin. Because the patient was so emaciated and thin, there was very little tissue overlying the pump device, making it a high risk of erosion. The area of skin breakdown and erosion that was noted immediately preoperatively was excised using a fishmouth technique, and this was closed primarily during the skin closure. It was noted that vancomycin powder was applied to the wound prior to closing of the skin. Prophylactic antibiotics included bacitracin in final 0.9% irrigation 5000 units 10ml and vancomycin powder topical 1g.. It was noted that the patient¿s medical record indicated allergies to reglar from (B)(6) 2010, morphine from (B)(6) 2010, penicillins from (B)(6) 2014, and ondansetron from (B)(6) 2009. The nursing diagnosis showed the patient was at risk for infection, impaired skin integrity, and perioperative positioning injury. Aseptic technique was implemented. The patient was evaluated for signs and symptoms of injury to skin and tissue. The patient was evaluated for injury. The patient was free from signs and symptoms of infection, physical injury, and positioning injury. The patient awakened and extubated without difficulty.

Event description:
It was reported that, on the day prior to this report, the patient was in the healthcare provider¿s (hcp) office. After the patient left the office, they began hearing the pump alarming. The patient went back to the hcp¿s office and the pump was interrogated. Per pump logs, a motor stall occurred at 4:06pm. At the time of this report, no motor stall recovery had been logged. The patient did not have an MRI. The cause of the stall was unknown. There were no patient symptoms related to this event. It was noted that multiple attempts to reprogram the pump were unsuccessful. The patient was to contact his implanting physician for a pump replacement. It was noted that the pump would be returned to the manufacturer for analysis. The patient recovered without permanent impairment. The device system was used to deliver gablofen 750mcg/day at 2000mcg/ml. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.